Event description:
In 2009, the patient reported that there are "specks here and there" in her infusion tubing and her blood glucose in higher than normal. She stated that her blood glucose measured 172 mg/dl after breakfast and she bolused 2 units of insulin. Her target blood glucose range is 111-140 mg/dl. She was instructed to disconnect from her infusion site and to prime. She stated that the "specks" did not move during the prime. She was advised to change the infusion tubing. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.